Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant of the right ventricular (rv) lead the patient experienced diaphragmatic nerve stimulation. It was also reported that the rv lead exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.